Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 468 mg/dl with ketones identified as high and dangerous from healthcare professional (hcp); cause was unknown. Elevated bg was addressed via supply change, manual injection, and phone consultation with hcp. Customer was instructed to contact tandem technical support when elevated bg is occurring so troubleshooting can be conducted and to consult with their healthcare provider. Reportedly, the customers bg was trending downwards.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.